Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2022-00679, 1627487-2022-00681, and 1627487-2022-00682. It was reported the patient¿s stimulation was ineffective. As result, the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.